Event description:
During a follow-up, upon interrogation, multiple inappropriate high voltage (hv) therapies due to the dislodgement of the right ventricular (rv) lead were noted. The lead and device were explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: the field complaint of dislodgement and inappropriate high voltage therapy was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the extended helix with blood and tissue. The helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.